Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ceramic tip of the subject device had a crack. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d2a: common device name from a42011a to rigid endoscope sheath. Correction to g3 of the initial medwatch. The aware date should be 11-sep-2024. Correction to h6.4: medical device problem code from 1069-break to 1135-crack. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation and damage pattern described, it is probable that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation/cleaned, disinfected, sterilized (cds) of the instrument or during the last procedure. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.